Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead came into view in the coronary sinus as confirmed by fluoroscopy while the shock channel had also an unexpected morphology under x-ray. Upon implant, it was noted that defibrillation threshold (dft) test at 31 joules (j) reversed was a success while threshold measurement showed 1.4 volts (v) at 0.4 millisenconds (ms). There were no revision plans yet for the lead. Rv lead still remains in service. No adverse patient effects were reported.